Event description:
On (B)(6): customer reported a fluoro failure was noted during room warm up. They do not have a back up room and the procedures were cancelled. The patient's procedure was scheduled and completed on (B)(6) upon repair of the room. No injury reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.